Manufacturer narrative:
The reported events were noise and lead fracture. As received, a complete lead was returned in one piece measuring 57.8 cm with a stylet found inserted inside the lead. The reported event of noise was confirmed. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression [8.2 ¿ 8.6 cm from the connector pin]. The cause of the noise was due to the external insulation abrasion which is consistent with friction to the device can. The reported event of lead fracture was not confirmed. Electrical and x-ray inspections of the lead did find conductor fractures or discontinuities on any conduction paths.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that noise was observed which was reproducible with isometric testing in clinic. Programming changes were made. The patient's right ventricular lead was explanted and replaced due to fracture. There were no complications before, during or after the procedure.